Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported their blood glucose (bg) level rose over 15 mmol/l (270 mg/dl), while wearing the pod. The pod reportedly leaked insulin, and the patient reported being unsure if the cannula was properly seated in the infusion site. As treatment, a new pod was applied.